Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implanted date - (B)(6) 2006. Concomitant medical products: item # unknown, unknown cup, lot # unknown, item # unknown, unknown head, lot # unknown, item # unknown, unknown stem, lot # unknown. Consumer - attorney. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04318, 0001825034 - 2018 - 04319.

Event description:
It was reported that patient underwent hip revision surgery approximately 10 years post implantation due to multiple metal on metal complications. Metal complications include pain, inflammation, damage to bone and tissue, lack of mobility, loosening, bone fracture, dislocation, metallosis, and elevated metal ions.

Manufacturer narrative:
Upon reassessment, it has been determined that this device did not cause or contribute to the reported event. This report should be voided.